Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the incubator belt was loose. The fse replaced the right front incubator belt pulley/bearing. In addition, the fse replaced the main pipettor, aspirate probes, and peri-tubing. The fse cleaned the mixer, rollers, and the wash/precision pump rotors and stators as a proactive action. The fse ran a high sensitivity system check which passed within instrument specs. All repairs were verified per established procedures. A definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report an erroneous troponin I (accutni) result generated on their synchron lxi 725 access 2i clinical system. The erroneous pt sample result was reported outside of the laboratory. The ordering physician questioned the result. There was no impact to pt treatment associated with this event. The customer reported that quality control (qc) samples assayed both prior to and after the event recovered within the laboratory's established ranges. The customer reported that the last system check performed passed all instrument specs. The pt sample was reassayed on the same analyzer which yielded a lower result.